Event description:
It was reported that an asymptomatic patient was presented to the emergency room for a lead replacement procedure. During the procedure, the pulse generator went into backup mode after exposure to electrocautery. A device download restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.